Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, an event history log review, and a power-on self-test. The damaged central processing unit board was verified during the sample evaluation. The device was removed from service as the parts required for repair were out of stock. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged central processing unit circuit board. No additional information is available.